Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 236 mg/dl at the time of the report. Customer declined troubleshooting with tandem technical support. Reportedly, customer changed the pump supplies or simply cleared the alarm and resumed insulin delivery to address the issue.